Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt fell and hit her left ear during a skid in the playground. From that moment on the pt was no longer able to hear with her implant. Nine channels showed high impedances and 3 channels showed short circuits. Testing confirmed that the device has malfunctioned.